Event description:
It was reported that the user received an alert to replace the sensor, disconnected from the ilet pump to use backup therapy, then obtained and paired a dexcom g7, performed a supply change, and subsequently experienced a ¿dosing stops soon¿ message while the cgm was in warmup; after warmup, the pump resumed insulin delivery, and fingerstick blood glucose values were 503 mg/dl and then 466 mg/dl, with no reported symptoms, consistent with a bg run and education completed, and no new sensor started at that time. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified associated with an improper or incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.